Event description:
It was reported that an error code occurred at the first attempt to use the programmer for a patient's device interrogation, after a software update. Another programmer was used to do the interrogation and programming. There were no patient complications.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the device powers up ok, however, errors were found in the error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powers up ok, however errors were found in the error log.